Manufacturer narrative:
E1: patient city - (B)(6) patient country - germany . Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009545, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009545. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009545 was manufactured according to the work instruction (wi) version 98 and manufactured in the multivac 14 on 03-oct-2024, with a total of (B)(4) units. The welding, lot 4k00509 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 02-oct-2024, with a total of (B)(4) units. The welding, lot 4j03026 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j05545 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 02-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j05546 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03150 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 16-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03151 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03152 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03019 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4j05663 was manufactured according to the wi version 37 and manufactured in the gluing machine sc05 - sc06, on 21-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4j05667 was manufactured according to the wi version 65 and manufactured in the gluing machine sc-08, on 02-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing #1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing #2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no nc raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient was assisted with emergency medical services on (B)(6) 2025 due to low blood glucose levels. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6009545, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6009545. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6009545 was manufactured according to the work instruction (wi) version 98 and manufactured in the multivac 14 on 03-oct-2024, with a total of (B)(4) units. The welding, lot 4k00509 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 02-oct-2024, with a total of (B)(4) units. The welding, lot 4j03026 was manufactured according to the wi version 34 and manufactured in the line ls24 - ls25, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j05545 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 02-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j05546 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 03-oct-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03150 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 16-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03151 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03152 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing connector of the lot 4j03019 was manufactured according to the wi version 37 and manufactured in the gluing machine 3, on 17-sep-2024, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4j05663 was manufactured according to the wi version 37 and manufactured in the gluing machine sc05 - sc06, on 21-feb-2025, with a total of (B)(4) units. The sub-assembly. Gluing of tubing of the lot 4j05667 was manufactured according to the wi version 65 and manufactured in the gluing machine sc-08, on 02-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 2 air leak test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.